Event description:
New information received notes that there were additional episodes of oversensing noted. Programming changes were suggested. No intervention was performed. Additional information was not reported.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were suggested. Further information could not be obtained.

Manufacturer narrative:
Occupation was incorrectly reported as physician in the initial report. This report notes the correct occupation of the initial reporter (nurse).